Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, diarrhea and painful abdomen. The cause was unknown. The patient was hospitalized for the event and was treated with ceftazidine (1gram, intraperitoneal and every 24 hours for seven days) and cefazolin (1gram, intraperitoneal and every 24 hours for seven days). At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.